Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the customer reseated and replaced the camera to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that they experienced an issue with a 30-degree scope image being upside down. This was the second occurrence of the problem. Troubleshooting steps included asking if the customer had tried manually rotating the camera 180 degrees, clearing the guided tool change (gtc), and reseating the camera to resolve the issue. The customer was unsure if these steps had been attempted but confirmed that they were performing actions correctly. The tse advised rebooting the system at the end of the case to clear any incorrect 30-degree orientation data. Upon reviewing the logs, no errors were found. The customer continued with the procedure as planned. No known impact or patient consequence was reported.